Event description:
It was reported after unpacking the new double lumen endo bronchial tube airbag was found to be leaking. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
E1- initial reporter first and last name unknown. E3 - initial reporter occupation unknown. No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.